Manufacturer narrative:
An outback elite 120 cm chronic total occlusion (cto) catheter system would not torque. There is no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was severely calcified, had no tortuosity and the arch angle was severe. The outback had difficulty going up and over. The procedure was abandoned. No damages were noticed to the outback prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device did not kink or bend at any time prior to the resistance/friction. All specified ports of the device were properly flushed. The ports were not flushed again after a 30 second delay. The device was straight prior to loading. The guidewire was not kinked or bent. The guidewire was used previously in the procedure, but then a new guidewire was used. A contralateral approach was used. There were no damages to the guidewire when the product was removed. The product was returned for analysis. A non-sterile unit of product outback elite 120 cm re-entry catheter was received coiled inside of a clear plastic bag. Per visual analysis a frayed/split/torn condition on the body/shaft was observed located at 2.5 cm from the distal tip where a kink/bent condition also can be observed. The slider of the handle was returned set on retraction position. No other damages or anomalies were observed on the returned device. Per functional analysis the device was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the part to be flushed and the water flowed through the part and exited at the distal tip. Neither resistance nor loose material was observed during the flushing procedure. The rotating hemostatic valve (rhv) was rotated verifying that the catheter shaft/nosecone spins smoothly as the rhv is rotated. The torque test for outback was performed successfully. One lab sample guidewire of the appropriate size was inserted at the guidewire lumen by the hub and it was advanced until it reach the area where the kink is located and it could not go any further. Then the lab sample guidewire was inserted by the distal tip traveling again only until where the kink is. The handle slide was actuated in order to deploy the cannula, but it did not deploy as expected due to the kink with the frayed/split/torn condition observed on the body/shaft. Per dimensional analysis the device was found within specification. The device was analyzed using an x ray-machine. The resulting image confirmed the presence of the cannula, which appears stuck where the frayed/split/torn damage is located. Per sem analysis the torn area of the body shaft of the device revealed evidence of elongations on body material and plastic deformation on braid wire. The elongations found on the body material and plastic deformations on braid wire are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the braid wire and body shaft material yield strength prior to the separation/tear. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17833170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system - torquing difficulty¿ was not confirmed through analysis of the returned device, as the torque test was performed successfully. The reported ¿catheter tip/distal tip frayed/split/torn¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. However, the handle slide was actuated in order to deploy the cannula, but it did not deploy as expected due to kink with a frayed/split/torn condition observed on the body/shaft. The exact cause of the frayed/split/torn condition could not be conclusively determined during the analysis. The elongations found on the body material and plastic deformations on braid wire are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the braid wire and body shaft material yield strength prior to the separation/tear. Dimensional analysis results were found within specification. Based on the information available for review, vessel characteristics (severe calcification and a severe arch angle) may have contributed to the event as evidenced by elongations and deformations noted during analysis. According to the safety information in the instructions for use ¿the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an outback elite 120 cm chronic total occlusion (cto) catheter system would not torque. There is no reported patient injury. The procedure was abandoned. No damages were noticed to the outback prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device did not kink or bend at any time prior to the resistance/friction. All specified ports of the device were properly flushed. The ports were not flushed again after a 30 second delay. The device was straight prior to loading. The guidewire was not kinked or bent. The guide wire was used previously in the procedure, but then a new guidewire was used. A contralateral approach was used. The target lesion was the superficial femoral artery (sfa). The lesion was severely calcified, had no tortuosity and the arch angle was severe. The outback had difficulty going up and over. There were no damages to the guide wire when the product was removed. During the visual inspection of the product analysis, a frayed/split/torn condition on the body/shaft was observed located at 2.5 cm from the distal tip where a kink/bent condition also can be observed.